Event description:
It was reported that the patient experienced a artificial urinary sphincter(aus) malfunction and replaced the pump, cuff and balloon due to unspecified reasons. Patient outcome not reported. Further information has been requested and if additional information becomes available a supplemental report will be submitted. Additional information received that the device was no longer keeping the patient dry.